Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('embedded within the bilateral cornua') in an adult female patient who had essure (batch no. B53551) inserted for female sterilisation. The patient's medical history included cesarean section and menses irregular. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy, bilateral salpingectomy and hysterectomy done.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and embedded device outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: 1 trailing coil at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure devices in satisfactory position with bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('embedded within the bilateral cornua') in an adult female patient who had essure (batch no. B53551) inserted for female sterilisation. The patient's medical history included cesarean section and menses irregular. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy, bilateral salpingectomy and hysterectomy done). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and embedded device outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: 1 trailing coil at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: essure devices in satisfactory position with bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 26-may-2020: medical record received : previously reported event "injury to herself" updated to "pelvic pain", lot number, reporter, lab data, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.